Manufacturer narrative:
The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow, the surgeon reported that two weeks prior to the shunt exchange, the bleb had become flat. A suture was lysed and the iop decreased temporarily, but then increased again. The surgeon indicated that two weeks after the exchange, the patient was improving, the iop was stable, and the bleb was normal.

Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that approximately three months after a glaucoma filtering shunt was implanted, the patient had increased intraocular pressure. The surgical wound was opened a month later and it was noted that the shunt was clogged. The surgeon exchanged the shunt for a new one during that same surgical setting. Additional information was requested.